Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a follow-up. Loss of capture was observed. The lv lead found dislodged into the coronary sinus. The lv lead was later explanted and replaced. The patient is fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.